Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded noise on a non-sustained ventricular tachycardia episode and there was no other episode noted since. The patient was seen in-clinic and performed arm movements and myopotential noise was noted in all sensing vectors. The device programming remains the same, the smart charge feature was extended and a chest x-ray was requested. Boston scientific technical services reviewed the available data, confirmed oversensing noise and low r-wave amplitudes and recommended troubleshooting options. The plan is to have the patient come into the clinic and have the device reprogrammed to gains times two. The patient was seen in-clinic on (B)(6) 2022, and troubleshooting was performed. Noise was seen during minimal movements and an x-ray was also taken and showed that the electrode had moved since implant. No adverse patient effects were reported. This s-ICD and electrode remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded noise on a non-sustained ventricular tachycardia episode and there was no other episode noted since. The patient was seen in-clinic and performed arm movements and myopotential noise was noted in all sensing vectors. The device programming remains the same, the smart charge feature was extended and a chest x-ray was requested. Boston scientific technical services reviewed the available data, confirmed oversensing noise and low r-wave amplitudes and recommended troubleshooting options. The plan is to have the patient come into the clinic and have the device reprogrammed to primary vector gains times two. The patient was seen in-clinic on 05oct2022, and troubleshooting was performed. Noise was seen during minimal movements and an x-ray was also taken and showed that the electrode had moved since implant. No adverse patient effects were reported. This s-ICD and electrode remains in-service.